Event description:
The customer reported that the image was going black when the c-ram was in lateral position. There is a broken video line in the (B) (4) cable.

Manufacturer narrative:
(B) (4). The ge svc rep replaced the (B) (4) cable assy. The system is operating as intended. (B) (4).